Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during three separate training sessions, multiple patients used cartridge kits with the new 3 ml syringe and the reporter observed that the syringe plunger felt sticky and harder to pull and push, with increased difficulty removing air bubbles compared with prior syringes. Symptoms included no adverse clinical effects. Outcomes included no impact to health. Investigation included internal review of device design and manufacturing history and a review of prior similar complaints. Investigation of this case revealed user-reported increased plunger resistance and air management difficulty consistent with a performance issue localized to the syringe component of the cartridge kit, with no evidence of device malfunction beyond the observed handling resistance. It was concluded, based on previously established findings for similar reports, that the cause was use-related challenges associated with the new 3 ml syringe design and normal manufacturing variation within specifications.